Event description:
A customer contacted beckman coulter (bec) reporting that the probe was dripping intermittently at the end of the startup cycle and while running controls on the coulter ac*t differential hematology analyzer. The leak was approximately 1 ml and was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event. The following mdrs document other occurrences on this issue at this customer site: 1061932-2013-00676, 1061932-2013-01008, 1061932-2013-01243.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched to evaluate the instrument and observed that the instrument has a diluent leak. The fse replaced the diluent filters and pinch valve and tubing at lv10. Lv10 is the pathway for diluent from the diluent pump to the probe wash when on the on position and the pathway for diluent from the diluent pump to the diluent reservoir while on the off position. No further evidence of leaking was observed after service activities were performed. Failure mode: the cause of the leak was vl10 and the diluent filters. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).